Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to a shorted u718 component on the distribution node pca. The root cause for the shorted u718 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code 204 (belt/monitor unusable).